Manufacturer narrative:
Other relevant device: product ID: mc1vr01-delsys, serial# (B)(4), use by date: 2019-09-28, UDI: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), there were positioning issues. It was noted that this was the implanter's first implant of this type of ipg and difficulties were encountered when pushing the delivery system due to the considerable size of the right atrium. Initial engagement of the tines resulted in unfavorable electrical measurements and eventually, the ipg was deployed 20 times. The delivery system became deformed and manipulation of the delivery system became difficult. Significant resistance was felt when pulling the tether after deployment of the ipg. Even after repeatedly flushing the lumen, great force was needed to pull the tether. In the middle of pulling the tether forcefully, the ipg was pulled along; therefore, the device was recaptured and removed out from the patient body to avoid a risk of dislodgement of the device. Flushing the lumen was repeatedly performed as well outside of the patient¿s body, but nonetheless, movement of the tether remained poor. A new delivery system and ipg were used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product ID# mc1vr01 the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Product ID# mc1vr01-delsys product event summary: the full delivery system was returned and analyzed. The analyst noted that the lumen of the delivery system was damaged and blood was observed in the lumen of the delivery system. Blood was observed on the recapture cone of the delivery system. The delivery system tether was broken/cut/pulled apart. The delivery system outer shaft was kinked/buckled. The analyst noted that the delivery system was returned with the device deployed and still attached to the tether line. Visual analysis revealed one end of the tether line cut from the tether pin and the other end entangled with the device, tether pin and tether line. The tether line was untangled from the device and tether pin, and the device removed from the tether line. The analyst was able to move the tether line back and forth in the delivery system after placing the tether lock button in the ¿unlocked¿ position. The outer shaft was damaged at 5.4 cm from the distal end of the shaft. Deployment of the device and articulation curve could not be tested due to the device being deployed and tether line cut. The analyst observed blood on the distal cup, blood in the lumen and damage to the lumens. If information is provided in the future, a supplemental report will be issued.